Manufacturer narrative:
(B)(4)

Event description:
It was reported that externalized conductors were observed on the rv lead during an unrelated operation. Patient was asymptomatic. Electrical function of the lead was tested and observed with no anomalies detected. Lead was extracted and replaced. No further information.

Manufacturer narrative:
A partial lead with the lead tip measuring 48.5cm was returned for analysis. External insulation abrasion was noted at 42.3-42.6cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 7.8-11.5cm from the distal tip. Internal insulation abrasion was noted at 15.3-17.2cm and 13.7-14.8cm from the distal tip. Internal insulation abrasion was noted under the svc shock coil at 20.3-20.5cm from the distal tip. The etfe coating was intact at these locations.